Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the test strip port was blocked. This complaint was classified using the documentation from the customer care advocate (cca). Prior to the start of the alleged issue, the patient reported having symptoms of "trembling and sweating." The patient reported immediately afterwards, the patient tested on the lfs meter and the alleged issue occured on (B)(6) 2013 at 11 am. The patient denied receiving any treatment in response to the alleged symptoms. The alleged issue was not resolved with troubleshooting. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the injury. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting with the cca.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.